Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers: 1627487-2020-02922, 1627487-2020-02923, 1627487-2020-02924, 1627487-2020-02925, 1627487-2020-02927. It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted, and the patient was placed on IV antibiotics to address the issue. Reportedly, the infection resolved.